Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that during a lead revision procedure, the patients ipg was inoperable. The patient underwent an ipg replacement procedure. No further information could be obtained despite good faith efforts.